Manufacturer narrative:
According to the available information the altis was implanted on (B)(6) 2017 and on (B)(6) 2017 an infection was noted. Antibiotic treatment was administered. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device remains implanted.

Event description:
According to available information a (B)(6) year old patient experienced urinary tract infections after altis procedure. Date of procedure: (B)(6) 2017. Date of onset event: (B)(6) 2017. Description of the event: repeated urinary tract infection. Treatment: ciprofloxacine 500 mg. Status of the event: still ongoing (device still implanted). The last information collected on (B)(6) 2021, the investigator confirmed that the event was still on going. The investigator do not know if the event is related to the device. No other adverse patient effects were reported.